Event description:
During a procedure to treat a right internal carotid artery aneurysm, a gore viabahn endoprosthesis advanced over a .035" lunderquist wire and positioned into the targeted zone. During deployment, the device moved and landed into the aneurysm sac causing the distal portion of the catheter to be pinned inside the vessel. After multiple unsuccessful attempts to snare the wire, catheter, and stent, the pt was taken to the operating room. A second device was placed across the aneurysm through a new access site. The first device was left in place in the aneurysmal sac. The first device's deployment catheter was unable to be removed and was cut as close to the endograft as possible. At the end of the surgical procedure, the second placed device fully excluded the aneurysm and the first endoprosthesis with the distal catheter remained aneurysmal sac. Reportedly, the pt had no obvious ill effects.

Manufacturer narrative:
A device remained implanted. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.